Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The power loss alarms and error alarms were confirmed in the long trace. The pump also had a cracked case on the back at the battery tube area and keypad overlay, as well as minor scratches on the lcd window, scratches on the case and a fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received pump error alarm on their insulin pump. It was reported that the customer was assisted with clearing the alarm and restarting device. It was reported that the customer was advised the pump would be replaced and returned for analysis. The customer's blood glucose level was 216mg/dl. No further information provided.